Event description:
The following information was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. 1x trunk ipsilateral leg, 1, aortic extender and 2x contralateral legs were implanted. An angiography revealed a type ii endoleak, but no further treatment was performed. The patient tolerated the procedure. On an unknown date, an enlargement of aneurysm diameter was observed during follow-up. On (B)(6) 2025, a reintervention was performed. Since the cause of aneurysm enlargement was not identified, the physician decided to place three additional stent grafts. The first one was added proximal to the aortic extender. The right internal iliac artery was coil embolized, and another stent graft was implanted to extend the right contralateral limb to the right external iliac. Additionally, another stent graft was implanted to extend the left contralateral limb slightly. Although a type ii endoleak remained, no further treatment was performed and the physician decided to monitor the patient. The patient tolerated the procedure. The physician¿s comment: ¿the exact cause of the aneurysm enlargement is unknown. I will have to plan an open surgery if the aneurysm continues to grow.¿

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.